Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, implanted: (B)(6) 2017, product type screening device.

Event description:
(B)(4): information was received from a basic evaluation trial patient. The patient reported that they had spoken with their healthcare professional¿s (hcp) office and was told that their leads had migrated/come loose. The patient had no stimulation on either side and was on their way to see the hcp to take care of the issue. It was indicated that at the time of report the issue was not resolved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.